Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Customer reported to olympus that during transurethral resection of the prostate (turp) using this endoscopic electrosurgical electrode, the tip wire broke and fell inside the patient's body. The broken part was removed using cystoscope. There was no procedure delay and was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The loop wire had been broken from both ends. The removed section of the loop was not received. There were no burn or charring marks near the loop region. Based on the results of the investigation, it is likely the following led to the malfunction: wear and tear, wrong handling / the loop at the distal end of the electrode wears out during use and can break, burn or melt. Olympus will continue to monitor field performance for this device.